Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event of peritonitis was unknown. In the same month, the patient experienced sepsis subsequent to peritonitis. A day after the onset, the patient was hospitalized for the events of peritonitis and sepsis. Treatment for the sepsis was not reported. On an unreported date, the patient began treatment with injection vancomycin (1 gram in first bag, then every 5th day, intraperitoneally) and injection meropenem (1 gram in first bag, then 500mg in each bag, intraperitoneally) for peritonitis. The patient¿s outcome was unknown. The action taken with extraneal therapy was not reported. Dianeal therapy was ongoing. No additional information is available.